Manufacturer narrative:
(B)(4). Method: the complaint infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The inspiratory heater wire was resistance tested using a multimeter. Continuity test was also performed to determine the electrical connection between the heater wire and the heater wire pins. Results: the resistance test showed the inspiratory heater wire was within specification; however there was no electrical connection between the heater wire and the left heater wire pin. A lot check revealed no other complaints of this nature for lot number 130628. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All rt125 breathing circuits are resistance tested during production, and those that fail are rejected. This suggests the heater wire became open circuit after release for distribution, possibly as a result of an intermittent crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported that the heater wire disconnect alarm sounded on an mr850 humidifier after an rt125 infant bias flow breathing circuit had been in use for five hours. No patient consequence was reported.